Event description:
During preparation for a fistula declot pta treatment balloon procedure, the ultra-thin sds 7-2/5.3/50 balloon stripped off of the shaft of the delivery device. The event occurred outside of the pt's body. The ultra-thin sds balloon was removed and replaced with another ultra-thin sds balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'okay'.